Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and bleeding. No further patient complications were reported.